Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received loss of communication between pump to sensor, keypad unresponsive anomaly ,no delivery occlusion alarm and scratched on the screen . No harm requiring medical intervention was reported. It was unknown about troubleshooting . The pump will not be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for alleged insulin blocked alarm during unknown timing, no communication to the bg meter, keypad unresponsive/button error alarm, and cosmetic damage located at the lcd window found on september 27, 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and keypad voltage test. All buttons worked properly. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Insulin pump successfully downloaded to thus. An insulin flow blocked alarm during bolus was found in the history files on (B)(6) 2022 at 11:06:14.00. No stuck key alarm was found in the history files on or near the event date. Insulin pump successfully connected to the bg meter. Insulin pump was cut open and found evidence of moisture damage on electrical board. The j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: overlay scratched, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, minor scratched lcd window. In summary, insulin blocked alarm during unknown timing was not confirmed during testing. Insulin pump passed full dry test. Keypad/buttons functioned properly during analysis and passed all required testing. No unexpected insulin flow blocked alarms noted in insulin pump history download. Insulin pump successfully connected to the bg meter. Exposed to moisture confirmed on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.